Event description:
Patient visited the pacemaker clinic approximately five months ago for routine interrogation of his pacemaker. Nurse's note now indicates ppm reached eri approximately 6 months previous to this visit. Patient scheduled with surgeon, to be evaluated for generator replacement. Patient had software patch approximately two years ago after manufacturer released software update. Premature battery depletion became a known battery issue two years ago. Patient is not pacemaker dependent. Patient is monitored every six months with telephone interrogation by ppm nurse. Patient also had one evaluation two months before clinic visit which indicated normal battery voltage. The patient was electively admitted on for ppm generator change.======================manufacturer response for pacemaker, enrhythm (per site reporter).======================"thank you for returning the referenced device to medtronic for evaluation. This letter is to provide you with the analysis results. It was reported the device was replaced because the battery lasted less than four years.preliminary and functional analysis: review of retrieved data, telemetry function, battery measurement, functionality of outputs and therapies, stability of internal circuits.findings: preliminary and functional testing confirms this device was at eri. The battery impedance was higher than normal. Based upon these findings this device satisfied the battery impedance criteria for meeting eri. The eri flag was triggered.this device has experienced eri due to a known battery issue communicated to physicians in february 2010. At that time we informed our customers of two specific battery issues with enrhythm pacemakers that were subsequently addressed by a software update released in the fall of 2010. The software modified the enrhythm eri criteria, which now monitors nightly battery impedance in addition to nightly voltage for indicatin device replacement time.our most recent performance data shows 6-10% of devices from the population will trigger eri within 5 years post-implant, with average longevity expectations for this device model remaining at 8.5 to 10.5 years."